Event description:
It was reported that a user experienced a failure to scan a freestyle libre 3 plus continuous glucose monitor (cgm) for pairing with the ilet system, leading to connection alerts indicating that dosing would stop and the cgm menu displaying an active sensor state despite unsuccessful scans. The user temporarily transitioned to subcutaneous insulin via pen and fingerstick monitoring until the sensor was successfully rescanned and entered warm-up, after which glucose values returned to range. Symptoms included hyperglycemia with a reported blood glucose of 220 mg/dl without associated clinical symptoms. Outcomes included temporary interruption of automated dosing and a switch to multiple daily injections, followed by restoration of cgm function and dosing readiness after successful scan. Investigation included troubleshooting and user guidance for app restart, rescanning on the paired phone, and cgm-pump connectivity checks. Investigation of this case revealed a pairing failure where the responsible device was not identified, with resolution achieved through re-attempted scan that initiated sensor warm-up. It was concluded that the event was attributable to a transient connection or pairing issue with the cgm system, with no injury and dosing resuming after successful cgm re-establishment.